Event description:
Pt here for scheduled spine surgery: decompressive cervical laminectomy c3-c7 with bilateral medial facetectomies and foraminotomies. After adequate sedation and induction, mayfield 3 point head set applied. During rotation into prone position, holder disengaged, slipped and 1cm scalp laceration occurred, sutures were applied and the rest of the procedure was performed without incident.